Event description:
It was reported the customer's pump case fell causing the infusion set to pull out multiple times.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell from the customers clothing causing the pump to fall multiple times. The customer's blood glucose was 502 mg/dl and was addressed with a correction bolus via the pump after the customer changed supplies. The customer changed the infusion set and resumed insulin delivery.